Manufacturer narrative:
Narrative field; new updated and corrected information is referenced within the update statements in describe event or problem. Please refer to statement dated 12oct2016 in describe event or problem. Evaluation summary a female patient reported the cap on her humapen device (unspecified model) could not be removed after the device had been frozen. The device was not available to be returned to the manufacturer for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. While humapen ergo ii by itself can withstand freezing conditions, out of consideration for the insulin cartridge the device manual states the pen should be kept away from extreme hot or cold temperatures. The manual further states the pen should not be stored in a refrigerator. The cap of the humapen device is not involved with the functionality of the device. There is evidence of improper storage. The patient stated the device had been frozen.

Event description:
(B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerned a (B)(6) female patient. Medical history included hypertension, hyperlipidemia and taking metformin, which caused stomachache and vomiting as adverse reactions she did not had medical history of numbness, tingling or weakness. Concomitant medications included bromhexine hydrochloride/ pentoxyverine citrate/ sulfamoxole/ trimethoprim and acarbose for unknown indications. The patient received insulin lispro protamine suspension 75%/ insulin lispro 25% (rdna origin) (humalog mix25) via reusable pen (humapen unknown), 20 each morning (units were not provided), subcutaneously, for the treatment of diabetes mellitus, beginning approximately in 2011 or 2012. Since starting insulin lispro 75/25, she administered 20 each morning by herself since her physician prescribed insulin lispro 75/25 but did not prescribe a specific dosage regimen. On an unspecified date, she increased her dose to 30 each morning (units were not provided) by herself. Sometime while taking insulin lispro 75/25, she also received a quick-acting hypoglycemic capsule. Dosage regimen, route of administration and indication for use were not provided. In (B)(6) 2016, she experienced hypoglycemia, her blood glucose was 2.6 (units were not provided) and she lost consciousness. Due to this events, she was hospitalized and the physician prescribed 20 each morning and 15 each evening (units were not provided). Further details about hospitalization were not provided. Approximately in (B)(6) 2016, she replaced her humapen unknown to other brand of injection pen due to breakdown. On unspecified date, she did not inject insulin because she had a problem with the other brand injection pen and she experienced numbness in feet and she had no strength. Since an unknown date, she did not decrease body weight. Information regarding corrective treatment and outcome of the events was unknown. Insulin lispro was discontinued approximately in (B)(6) 2016 for unknown reasons. The quick-acting hypoglycemic capsule treatment status were not provided. The user of the humapen unknown was the patient and her training status was unknown. The humapen unknown model duration of use was not reported. The suspect humapen unknown model duration of use was not provided but started since approximately 2011 or 2012. The action taken with the suspect humapen unknown was not provided and its return was not expected. The reporter stated the pen had been frozen (improper storage). The reporting consumer did not know if the events were related to insulin lispro 75/25. The reporting consumer did not provide an assessment of relatedness between the events and the quick-acting hypoglycemic capsule, the other brand injection pen or humapen unknown. Update 19-sep-2016: upon review, this case was opened to update the medwatch and european and canadian required device reporting elements for regulatory reporting. Update 27-sep-2016: additional information received on 23-sep-2016. No new adverse event information. No changes made in case. Edit 28-sep-2016: (B)(4) updated in catool on 21-sep-2016, was processed on 28-sep-2016. Update 12oct2016. Additional information received 11oct2016 from the product complaint safety database. To the device tab changed improper use or storage to yes, entered the device specific safety summary (dsss), updated the european and canadian (EU/ca) device information, updated the device medwatch information, and the narrative was updated accordingly. Update 19-oct-2016: upon internal communications on 14-sep-2016 a (B)(4) and it was already processed accordingly. No changes were made to this case.

Manufacturer narrative:
Evaluation summary: a female patient reported the cap on her humapen device (unspecified model) could not be removed after the device had been frozen. The device was not available to be returned to the manufacturer for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. While humapen ergo ii by itself can withstand freezing conditions, out of consideration for the insulin cartridge the device manual states the pen should be kept away from extreme hot or cold temperatures. The manual further states the pen should not be stored in a refrigerator. The cap of the humapen device is not involved with the functionality of the device. There is evidence of improper storage. The patient stated the device had been frozen.

Event description:
Lilly case ID: (B)(6). This solicited case, reported by a consumer via a patient support program (psp), concerned a (B)(6) asian female patient. Medical history included hypertension, hyperlipidemia and taking metformin, which caused stomachache and vomiting as adverse reactions she did not had medical history of numbness, tingling or weakness. Concomitant medications included bromhexine hydrochloride/ pentoxyverine citrate/ sulfamoxole/ trimethoprim and acarbose for unknown indications. The patient received insulin lispro protamine suspension 75%/ insulin lispro 25% (rdna origin) (humalog mix25) via reusable pen (humapen unknown), 20 each morning (units were not provided), subcutaneously, for the treatment of diabetes mellitus, beginning approximately in 2011 or 2012. Since starting insulin lispro 75/25, she administered 20 each morning by herself since her physician prescribed insulin lispro 75/25 but did not prescribe a specific dosage regimen. On an unspecified date, she increased her dose to 30 each morning (units were not provided) by herself. Sometime while taking insulin lispro 75/25, she also received a quick-acting hypoglycemic capsule. Dosage regimen, route of administration and indication for use were not provided. In (B)(6) 2016, she experienced hypoglycemia, her blood glucose was 2.6 (units were not provided) and she lost consciousness. Due to this events, she was hospitalized and the physician prescribed 20 each morning and 15 each evening (units were not provided). Further details about hospitalization were not provided. Approximately in (B)(6) 2016, she replaced her humapen unknown to other brand of injection pen due to breakdown. On unspecified date, she did not inject insulin because she had a problem with the other brand injection pen and she experienced numbness in feet and she had no strength. Since an unknown date, she did not decrease body weight. Information regarding corrective treatment and outcome of the events was unknown. Insulin lispro was discontinued approximately in (B)(6) 2016 for unknown reasons. The quick-acting hypoglycemic capsule treatment status were not provided. The user of the humapen unknown was the patient and her training status was unknown. The humapen unknown model duration of use was not reported. The suspect humapen unknown model duration of use was not provided but started since approximately 2011 or 2012. The action taken with the suspect humapen unknown was not provided and its return was not expected. The reporter stated the pen had been frozen (improper storage). The reporting consumer did not know if the events were related to insulin lispro 75/25. The reporting consumer did not provide an assessment of relatedness between the events and the quick-acting hypoglycemic capsule, the other brand injection pen or humapen unknown. Update 19-sep-2016: upon review, this case was opened to update the medwatch and european and (B)(4) required device reporting elements for regulatory reporting. Update 27-sep-2016: additional information received on 23-sep-2016. No new adverse event information. No changes made in case. Edit 28-sep-2016: (B)(4) updated in catool on 21-sep-2016, was processed on 28-sep-2016. Update 12oct2016. Additional information received 11oct2016 from the product complaint safety database. To the device tab changed improper use or storage to yes, entered the device specific safety summary (dsss), updated the european and (B)(4) device information, updated the device medwatch information, and the narrative was updated accordingly. Update 19-oct-2016: upon internal communications on 14-sep-2016 a pc number was received (B)(4) and it was already processed accordingly. No changes were made to this case.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This report is associated with a product complaint: (B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerned a (B)(6) asian female patient. Medical history included hypertension, hyperlipidemia and taking metformin, which caused stomachache and vomiting as adverse reactions she did not had medical history of numbness, tingling or weakness. Concomitant medications included bromhexine hydrochloride/ pentoxyverine citrate/ sulfamoxole/ trimethoprim and acarbose for unknown indications. The patient received insulin lispro protamine suspension 75%/ insulin lispro 25% (rdna origin) (humalog mix25) via reusable pen (humapen unknown), 20 each morning (units were not provided), subcutaneously, for the treatment of diabetes mellitus, beginning approximately in 2011 or 2012. Since starting insulin lispro 75/25, she administered 20 each morning by herself since her physician prescribed insulin lispro 75/25 but did not prescribe a specific dosage regimen. On an unspecified date, she increased her dose to 30 each morning (units were not provided) by herself. Sometime while taking insulin lispro 75/25, she also received a quick-acting hypoglycemic capsule. Dosage regimen, route of administration and indication for use were not provided. In (B)(6)b2016, she experienced hypoglycemia, her blood glucose was 2.6 (units were not provided) and she lost consciousness. Due to this events, she was hospitalized and the physician prescribed 20 each morning and 15 each evening (units were not provided). Further details about hospitalization were not provided. Approximately in (B)(6) 2016, she replaced her humapen unknown to other brand of injection pen due to breakdown. On unspecified date, she did not inject insulin because she had a problem with the other brand injection pen and she experienced numbness in feet and she had no strength. Since an unknown date, she did not decrease body weight. Information regarding corrective treatment and outcome of the events was unknown. Insulin lispro was discontinued approximately in (B)(6) 2016 for unknown reasons. The quick-acting hypoglycemic capsule treatment status were not provided. The user of the humapen unknown was the patient and her training status was unknown. The humapen unknown model duration of use was not reported. The suspect humapen unknown model duration of use was not provided but started since approximately 2011 or 2012. The action taken with the suspect humapen unknown was not provided and its return was not expected. The reporting consumer did not know if the events were related to insulin lispro 75/25. The reporting consumer did not provide an assessment of relatedness between the events and the quick-acting hypoglycemic capsule, the other brand injection pen or humapen unknown. Update 19-sep-2016: upon review, this case was opened to update the medwatch and european and canadian required device reporting elements for regulatory reporting. Update 27-sep-2016: additional information received on 23-sep-2016. No new adverse event information. No changes made in case. Edit 28-sep-2016: pc (B)(4) updated in catool on 21-sep-2016, was processed on 28-sep-2016.